Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege severe and permanent physical pain, suffering, injury and disability, potential unnecessary and additional surgeries, diminution in earning capacity, lost wages, medical monitoring expenses, emotional distress, loss of enjoyment of life, metallosis, doi: (B)(6) 2008 - dor: none reported (right hip). Patient is resident of (B)(6). Update (B)(6) 2011 plaintiff's fact sheet form was received which identified part/lot information. There is no new information that changes the outcome of this investigation. Update: (B)(6) 2014 - der rcvd. Asr revision reported via sales rep, asr xl. Confirmation received that this is actually the left side not right as previously reported. Asr removal and revision. The corail stem was left in place while the asr cup & head was removed and a multihole gripton cup with 60 x 40 atrx liner inserted. Updated additional surgeon, sales rep info and dor. Update rec'd (B)(6) 2014 additional information received from sales rep. Patient was revised to address pain, loosening and elevated metal ion levels. The sleeve and stem are being added to the complaint. This complaint was updated on (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. UDI: (B)(4).